Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump fell out of her pocket and hit the floor. Customer stated that the pump is not working and she is at home recovering for surgery. Customer stated that this also happened in (B)(6). Customer's blood glucose was 92 mg/dl at the time of the incident. Customer stated that it shows the top of the pump battery is empty even though she put in a new battery and the reservoir is full. Customer stated that she pushed the button fill tubing but got a no delivery alarm. Customer stated that her set was pulled out when the pump was dropped. Customer stated that the drive support cap appears normal. Customer was unable to run the self-test. Customer got a bad battery, a battery out limit alarm, and a failed battery test alarm. Customer did not receive a failed battery test alarm during troubleshooting. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue using the pump and revert to a back-up plan.